Event description:
Pt underwent radical prostatectomy. Catheter was placed by md on 7/29/99. Attempted to remove on 8/10/99, was unsuccessful. Pt returned to or on 8/18/99 to remove retained catheter. Device was removed without difficulty. Cuff noted to be "bunched" after removal.